Event description:
Caller originally stated that the multiclix device had a jammed release button and the lancet was replaced at a pharmacy. No troubleshooting was performed. Upon review by the investigation unit, it was found that the lancet protruded past the end cap of the device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.